Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/5/2021. Additional information was requested, and the following was obtained: 1. The patient demographic info: age, gender, weight, bmi at the time of index procedure? The patient is female. 2. The diagnosis and indication for the index surgical procedure? Conization surgery. 3. Relevant patient history? No further information is available. 4. Any intraoperative concurrent use of other products? No further information is available. 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Hemostasis for active bleeding. 6. Where was the surgicel used (on what tissue)? The surgicel powder was sprayed on the vagina. 7. How much surgicel was used during the procedure? No further information is available. 8. Was the surgicel product left in place? Was the excess irrigated and removed? The surgicel powder was left. 9. What were current symptoms following the index surgical procedure? Onset date? The patient has recovered and discharged from the hospital. 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon guessed that powder sprayed at the entrance of the cervical duct remained. (While spraying the powder, a certain amount of the powder came out of the applicator, then, she left it as it was.) She commented that it should have been removed. 11. Why is the surgeon describing the event as inflammation? No further information is available. 12. Can you confirm that the cervical clog was surgicel powder? If so, how did the doctor determine that the clog was surgicel powder. The surgeon thought the clog was surgicel powder. We couldn't obtain the reason. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: around (B)(6) 2020, the surgicel powder was used for a cionectomy. The surgicel powder was sprayed on the vagina, and hemostasis was done, then the operation was finished. (Cleaning was not performed.) Surgeon¿s opinion about causal relationship between product and event? There was causal relationship between the product and event. When the patient was checked, it was found that a substance like a lump of powder was stuck in the cervical canal. The surgeon guessed that powder sprayed at the entrance of the cervical duct remained. (While spraying the powder, a certain amount of the powder came out of the applicator, then, she left it as it was.) She commented that it should have been removed. In the noon of the next day of the surgery, after the patient was discharged from the hospital, the patient visited the hospital, and she complained of abdominal pain. When the patient was checked as an outpatient, it was found that the cervical canal was clogged with the surgicel powder. The patient was on her period but she did not have menstrual bleeding. The clot was removed with a tweezers, then, blood came out. The patient has no other problems, and she has recovered well. Treatment plan? No additional treatment is planned. Seriousness? Not serious. Reason of the seriousness? The patient has recovered. What is the procedure date? Week of (B)(6) 2020. What date did the inflammation occur on? The next day of the procedure. After checking, the cervical canal was clogged with surgicel powder. Do you have any pictures of the inflammation? There is no picture of the inflammation. No further information will be available. Was there any medical or surgical intervention performed (re-operation; prescription steroids; antibiotics prescribed)? If so, please clarify.? Removed the mass with tweezers. What is the most current patient status? The patient has already been discharged from the hospital. No further information will be available. Can you identify the lot number of the product that was used? Lot number is unknown. No further information will be available. Please verify (B)(4) are not duplicated cases. These are similar, but not the same case. These are separate cases. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? What is physician¿s opinion as to the etiology of or contributing factors to this event? Why is the surgeon describing the event as inflammation? Can you confirm that the cervical clog was surgicel powder? If so, how did the doctor determine that the clog was surgicel powder if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an cionectomy procedure on (B)(6) 2020 and absorbable hemostat was used. After the procedure inflammation occurred. Additional information was requested.